Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose due to transitioning from broken pump to replaced insulin pump. Customer's blood glucose was 423 mg/dl and was treating with manual injection. Customer declined assistance with setting up bolus wizard.